Event description:
The customer stated that the screen went blank. The device would not come back on with a reboot. No harm to patient.

Manufacturer narrative:
The device has not been received at this time, but is anticipated. Upon completion of the investigation, a follow up will submitted.